Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5086447 (B)(4)].

Event description:
It was reported via medwatch that "bard powerpicc solo 4 fr/1 found to have cracks and are leaking from the cap".